Event description:
Patient noted that while connected to his power module his display module was a "not connected". Patient changed out his pm. Pm cable and system controller w/o resolution. Pt came to clinic, new pm was given. No further issues.